Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was report that the customer was attempting to fill, however did not observe drops exiting from the end of the tubing. The customer's blood glucose (bg) levels were 400's mg/dl. The customer changed supplies and delivered a bolus with the pump to address bg level. During troubleshooting with tandem technical support, the customer tighten the luer lock connect and observed drops exiting immediately. Additionally, the customer reported experiencing continuous high blood glucose levels (384 - 400's mg/dl). The customer stated the cause was not known but stated that it was possibly due to eating candy and stress. Tandem technical support (cts) was unable to troubleshoot high blood glucose event due to a past event and customer was changing out supplies. Cts verified pump logs and identified only fill tubing alerts. The customer was able to successfully change out supplies during troubleshooting.